Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed a call service 078. The alleged call service 078 alarm was duplicated during investigation when the rewind step was performed. The pump was opened to find moisture on the printed circuit board components related to motor circuit. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.